Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet specification with regards to the iipv. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported problem of the iipv. The assignable cause of the iipv found in the log review was determined to be insufficient drain - one or more cycles advanced to next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011, during drain cycle 4. The programmed fill volume was 3000ml and the total ultrafiltration (uf) volume was 1897ml. This uf volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.